Event description:
Report 1 of 4. It was reported that during use with an unknown bd bactec¿ culture vial, a molecular false positive result for c. Tropicalis was obtained. Confirmatory testing was performed, and the result was positive only for streptococcus species. There was no patient impact. The following information was provided by the initial reporter: "did erroneous results occur? Yes. If yes, detailed erroneous results (include # of errors and type): 4 false positive results from 4 unique patients. If yes, was patient treatment changed in result of erroneous results (provide details): no. Customer problem: molecular false positive c tropicalis. Why was c.trop considered a contaminate - did not grow from culture. Was molecular testing performed from the sample in the bottle - yes.

Manufacturer narrative:
B.5 describe event or problem: report 1 of 4. It was reported that during use with an unknown bd bactec¿ culture vial, a molecular false positive result for c. Tropicalis was obtained. Confirmatory testing was performed, and the result was positive only for streptococcus specis. There was no patient impact. The following information was provided by the initial reporter: "did erroneous results occur? Y if yes, detailed erroneous results (include # of errors and type): 4 false positive results from 4 unique patients if yes, was patient treatment changed in result of erroneous results (provide details): no. Customer problem: molecular false positive c tropicalis. Why was c.trop considered a contaminate - did not grow from culture. Was molecular testing performed from the sample in the bottle - yes. H.6 investigation summary: catalog: unknown. Batch no.: unknown. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed.

Event description:
Report 2 of 3. It was reported that during use with an unknown bd bd bactec¿ culture vial, a molecular false positive result for c. Tropicalis was obtained. Confirmatory testing was performed, and the result was positive only for staph epidermidis. There was no patient impact. The following information was provided by the initial reporter: did erroneous results occur? Yes. If yes¿detailed erroneous results (include # of errors and type): 3 patient false positive results. If yes¿was patient treatment changed in result of erroneous results (provide details): no. Customer problem: molecular false positive c tropicalis. Why was c.trop considered a contaminate - did not grow from culture. Was molecular testing performed from the sample in the bottle - yes.

Manufacturer narrative:
D4: medical device expiration date: unknown. There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k113558, k222591. H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4: device manufacture date: unknown.